Event description:
Following a surgical procedure for reinforcement of the anal sphincter due to fecal incontinence, a patient experienced an infection leading to fenix device explant. The fenix device was used as part of the surgical procedure. -surgical procedure and device implant on (B)(6)2017. -symptoms of infection started on (B)(6)2017. -device explant on (B)(6)2017 due to infection. -device was found in the correct position at time of explant.